Manufacturer narrative:
(B)(4). The customer complaint was verified. The unit's single board computer printed circuit board (sbc pcb) was installed into a test fixture and powered up twice. Visual inspection of the pcb found no anomalies.

Event description:
It was reported that during the power on self test (post,) the ventilator's screen was stuck. There is no reported patient involvement.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.